Event description:
The following was reported through a review of the abstract titled, ¿effectiveness of intraocular drainage surgery combined with cataract surgery- comparison of istent vs. Istent inject.¿ it was reported that following a cataract plus trabecular microbypass stent procedure, one (1) eye in the istent group presented with stent obstruction and another stent obstruction was also observed in one (1) eye in the istent inject group. There was no report of intervention. Any omitted information was not available at the time of report. This report references the report of stent obstruction associated with istent inject device.

Manufacturer narrative:
Additional information: awareness date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00008 for the report of stent obstruction associated with istent device.